Event description:
It was reported, there was a loss of therapeutic effect. Patient's stimulation was irritating the restless leg. Stimulation was changed in september which helped with the restless leg. Patient's urinary symptoms returned on (B)(6) 2012. The patient started "wetting all over." Troubleshooting was attempted. Programs were switched and the patient felt stimulation in their back. The program was switched again and the patient felt stimulation in their right hip. Program switched once more and the patient felt stimulation in their buttocks. Patient program was returned to original program where the patient felt stimulation in the "bicycle seat area." Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information indicated that the cause of event was unknown. No abnormal impedances were reported. The patient had leg pain bilaterally and it was attributed to the device. She had turned off the device but wished to resume using it. Device interrogation was pending.

Manufacturer narrative:
Product ID, 3093-33 lot# v926210, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).